Manufacturer narrative:
Outcomes to adverse event: marked other for antibiotics administered. Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that, after implant of the ins, the patient had good coverage and the incision looked good. Then, 3 weeks post implant, a hematoma developed over the ins battery site. The patient had a seroma and swelling at the battery site. The rep stated that the patient had no pain, fever or chills and their white blood cell count was good. The patient was put on antibiotics and was keeping the area compressed. It was unknown if the issue was resolved at the time of the report. No device issues were reported. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that there was no infection. The hematoma/seroma/swelling was diminishing. The physician assistant advised to compress and use ice when the seroma was diagnosed.